Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for fracture of proximal tibia. The surgeon used a mtp 4-hole and a mtp 6-hole for treatment because the surgeon couldn¿t judge the property of using a ptp 8-hole he originally planned to use. The surgeon said that if there had been a trial of a ptp 8-hole, the surgeon could have seen the length of it and judged if it was proper to use. The surgery was completed successfully within 30 minutes delay. The sales representative said that, although the absence of a trial of ptp has been left unattended for many years, he re-recognizes that it is an abnormal situation, and strongly requests the creation of a trial of ptp. No further information is available. This complaint involves one (1) device lcp proxtibpl 3.5 low bend le 8ho l128 t.